Event description:
A customer reported that the xenon light source displayed an error message during a vitrectomy procedure. The system was exchanged to complete the case without pt harm. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system, noted a noise when the lamp was turned on, followed by system message "lamp ignition failure". The company representative replaced the lamp. The system was then tested and met all product specifications. No sample was returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate a similar report for this system. The root cause is unknown. (B)(4).